Event description:
An 80-year-old female was admitted for acute myocardial infarction and biventricular cardiogenic shock. Patient was receiving cardio-pulmonary resuscitation via auto pulse. Both an impella cp and impella rp flex were inserted in the same session. Upon initiation of support, both devices were working properly with flows around 3-3.5 liters. Shortly after initiation of support, the impella cp was noted to have suction alarms despite lowering the p-levels. Echocardiography was performed and showed the impella cp in proper position and free of any structures. No lv thrombus was noted. The device was replaced, but the replacement device had the same issues. The low flows on the left-sided impella are most likely attributed to the biventricular failure. The patient was transferred to the ICU and expired shortly after admission. The patients underlying critical condition and the fact that they were receiving cardio-pulmonary resusitation prior to insertion were contributing factors to the patient's death.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.